Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a high blood glucose event. The customer stated the paramedics had to be called to treat their high blood glucose. Date of the customer's adverse event was (B)(6) 2015. The customer's blood glucose was 200 mg/dl. Customer stated they treated their blood glucose with 2.3 units of insulin. The customer reported feeling thirsty due to their high blood glucose. It was found the customer was experiencing high blood glucose for the past two weeks. Troubleshooting found the insulin pump passed a high pressure test. Troubleshooting could not confirm whether the customer had a bent cannula as the customer did not want to remove their infusion set. No additional information provided.